Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to contamination of the electrical contacts of the system. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system in the operation manual. [Inspection of the endoscope] confirm that the wli (white light imaging) and nbi (narrow band imaging) endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was not confirmed. Evaluation did find the bending section cover adhesive was chipped, the venting connector of the light guide connector was loose, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the number of broken wires in the bending tube blade exceed the standard value, and the universal cord was discolored. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the endoeye flex deflectable videoscope had noise. There was no reported patient harm or impact due to this event.